Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this, a lead safety switch was triggered. It was decided to turn off the therapy on the atrial channel. This device remains in service. No further adverse patient effects were reported.